Event description:
It was reported the pt had right hip replaced due to vascular necrosis of the hip with osteonics stem and bipolar head about 20 years ago. The pt has arthritic pain and the acetabular component was replaced on (B)(6) 2012 using a mdm cup and biolox 28mm head.

Manufacturer narrative:
An evaluation of the revised devices cannot be performed as the devices were not returned to the manufacturer. Additional info pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested. Should additional info become available, the evaluation summary will be submitted in a supplemental report.